Manufacturer narrative:
3.661 cases occurred per year for 3 years. Literature article: harish r. Alappan, jennifer thompson, raj alappan. Significant decrease in pd peritonitis rate using fmc multiple tubing segment with stay safe pin technology compared to baxter minicap extended life pd transfer set was received. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a study, 111 peritoneal dialysis (pd) patients experienced 39 episodes; of these, 32 were single episodes of peritonitis. The cause of the event, treatment, patient hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.